Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician experienced resistance after advancing the smart coil just a few centimeters into the microcatheter; therefore, the smart coil was retracted and reintroduced. However, the same issue occurred again. Therefore, the smart coil was removed and the procedure was completed using other smart coils and the same microcatheter. There was no report of an adverse effect to the patient.